Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that foley catheter balloon burst when tested. As per packet instructions, 10 ml of sterile water was inserted and balloon burst before it reached capacity. The balloon burst when sterile water was put in. The customer tested the balloon before inserting the catheter into the patient. If they had not tested the balloon before insertion, it could have burst inside the patients bladder. Another catheter from same batch was tested with no issues.

Event description:
It was reported that foley catheter balloon burst when tested. As per packet instructions, 10 ml of sterile water was inserted and balloon burst before it reached capacity. The balloon burst when sterile water was put in. The customer tested the balloon before inserting the catheter into the patient. If they had not tested the balloon before insertion, it could have burst inside the patients bladder. Another catheter from same batch was tested with no issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "high modulus silicone". It was unknown whether the device had met specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.